Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for an extended period for the event. The patient was treated with an unspecified intraperitoneal antibiotic (dose not reported) for five days and an unspecified oral antibiotic (dose and duration not reported) for the peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Extraneal and physioneal therapies were ongoing. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.